Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 to treat stress urinary incontinence & pelvic organ prolapsed mesh was implanted into the patient. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that due to pain, dysuria and dyspareunia, the patient had mesh removal on (B)(6) 2012 by the implanting surgeon. (B)(4).

Manufacturer narrative:
Date sent to FDA: (B)(4) 2013. It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a sling was implanted. Concomitantly the patient underwent a vaginal removal of cervix, combined anterior and posterior colporrhaphy, paravaginal repair, sacrospinous ligament fixation, enterocele repair